Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary storage space failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an auxiliary half height drawer had not been detected on the bus. A field service engineer (fse) had reseated the row board cable and retractor band, cleaned the retractor band, and removed debris from under the cubies. The fse verified that the customer successfully inventoried the device. The system functioned as intended after the field service engineer repaired the device.